Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that the touch screen on the ventilator was unresponsive. The device was not in use on a pt when this event occurred.